Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The father reported via phone call that arrow buttons were faulty on the insulin pump. The father stated the customer's blood glucose was normal. The insulin pump was not bumped, dropped or exposed to moisture. The father declined to return the insulin pump for analysis.